Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart, unable to verify the alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the priming process; the insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. There was no moisture exposure either. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The insulin pump will be returned and replaced.